Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The bile leaked. The surgeon applied another device to repair. No pt injury was reported.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.